Event description:
The manufacturer was contacted by the user for a nurse call signal not being sent from the hospital bed to the nurse call system. No further adverse consequence associated with the event.